Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately toruous and moderately calcified forearm shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, a 6f sheath was used and the balloon was delivered. However, at first inflation, it was noted that the balloon ruptured at 5atm for 4 seconds. The procedure was completed with another of the same device. No patient complications were reported.